Event description:
It was reported the recorder failed to initalize after insertion. The caller reproted the sensor cannula was pulled up into the base when the sensor was removed. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.